Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of device image indicated that backup mode was triggered by a checksum error resulting from code corruption. Despite extensive testing the backup condition could not be reproduced and the cause of code corruption could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic with the patient¿s pacemaker in back-up vvi. As the pacemaker¿s battery had passed its elective replacement interval the pacemaker could not be restored to its intended settings. On (B)(6) 2018 the pacemaker was explanted and replaced. The patient was stable before, during and after the replacement procedure.